Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that moderate erythema to previous infusion site occurred. No medical or surgical intervention was reported.